Event description:
It was reported that on (B)(6) 2025, a 6-4mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system (ds). There were no issues noted during device prep. During the procedure, there was no difficulty traversing the hub; however, the inner diameter of the sheath was noted to be extremely tight making it difficult to advance the occluder. The ds was replaced with a second 6f amplatzer torqvue ds, but the same issue occurred. This resulted in deformity of the amplatzer duct occluder (b/l# 10362650). After much effort, the device eventually exited the sheath and was positioned correctly. The patient remained hemodynamically stable throughout the procedure. There were no adverse consequences, but the procedure prolonged and there was the possibility of shearing microplastics into the patient. The patient is stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the inner diameter of the sheath was noted to be extremely tight making it difficult to advance the occluder resulting in device deformity. A returned device inspection, to rule out any device-related causes could not be performed as the device was not returned for analysis. The correct size delivery system was used and no damage to the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 6-4mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system (ds). There were no issues noted during device prep. During the procedure, there was no difficulty traversing the hub, however the inner diameter of the sheath was noted to be extremely tight making it difficult to advance the occluder. The ds was replaced with a second 6f amplatzer torqvue ds, but the same issue occurred. This resulted in deformity of the amplatzer duct occluder (b/l# 10362650) . After much effort, the device eventually exited the sheath and was positioned correctly. The patient remained hemodynamically stable throughout the procedure. There were no adverse consequences, but the procedure prolonged and there was the possibility of shearing microplastics into the patient. The patient is stable.